Event description:
During an arthroscopic procedure, the physician (B)(6), was using a dyonics rf-s whirlwind 90 degrees probe. While ablating, the generator being used, would alarm and display an error message and the wand would stop ablating. The probe was changed to a whirlwind 90 degrees of a different lot. Again, while attempting to ablate the generator would alarm and display an error message then stop ablating. In addition, during the procedure the pt monitoring system would falsely indicate that the pt was in tachycardia. The physician noted a correlation between the use of rf and the false positive tachycardia reading. As a result, the physician decided to finish the procedure using a shaver blade. No pt complications were reported as a result of this event.

Manufacturer narrative:
The event occurred outside of the u.s., due to international privacy laws, the pt info was not provided. The instructions for use provides the following precautions: "as with other electrosurgical units, electrodes and cables can provide paths for high frequency current. Position cables to avoid contact with pt or other leads. Other electrical equipment may experience interference when positioned near the system. High frequency (hf) electrosurgical equipment may adversely affect the operation of other electronic equipment. Monitoring electrodes (e.g., electrocardiography (ECG)) should be positioned as far as possible from the surgical electrodes, when hf surgical equipment and physiological monitoring equipment are used simultaneously, on the same pt. Monitoring needle electrodes (e.g., electromyography (emg)) are not recommended." Reference MFR report: 30006524618-2012-00651.